Manufacturer narrative:
(B) (4).

Event description:
A hemodialysis user facility has reported the following: while twisting line on twister combiset to start access flow test, the line broke off at the junction of the twister and line. This resulted in blood loss to the pt. The facility has been contacted for additional information. Additionally, in speaking with the rn it has been learned the venous portion of the line had separated when they went to twist the dial into place for an access flow test. New lines were then set up and the dialysis treatment was able to be completed without further incident. The estimated loss of blood from this event was reported to be 300 ml due to no blood being returned to his pt. A sample is available for an evaluation.